Manufacturer narrative:
The device history record was reviewed and everything was in order.

Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. The device was implanted on (B)(6) 2009. Boston scientific's obtryx device was also implanted at this time. The complaint via the attorney was that the pt suffered an unspecified injury. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.